Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficulty to deploy the clip could not be determined. It should be noted that the mitraclip instructions for use states under the "indication for use" section that the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). However, as it cannot be confirmed whether the off-label use of the device contributed to the reported event. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report difficulty deploying the clip. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was successfully implanted on the mitral valve reducing the mr to a grade of 2. The decision was made to also reduce the patient's severe tricuspid regurgitaion (tr) by implanting a mitraclip off-label on the tricuspid valve. An xtw clip was advanced to the tricuspid valve and placed in the anterior-septal position. During deployment the clip did not detach from the delivery system. Troubleshooting was performed and the clip was deployed successfully. The tr was reduced to mild. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.